Event description:
Additional information is received that patient interfaces are able to connected via wired connection. Despite, multiple restarts with or without the pi docked or undocked, it seems the only way to get the pi to connect wirelessly, was to first connect it via wire. Thereafter, when wire is removed and option to connect wirelessly is selected, it can work.

Manufacturer narrative:
As per the additional information this product event (0707399104) is duplicate of pe # (B)(4). The product analysis and completed event information is available in the duplicate event (regulatory number: 1045254-2025-00140). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot#: (B)(6), UDI#: (B)(4). The img code for product ID: nim4cpb1 is g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre op the wifi for nim was not working and patient interface is not connecting with console. There was no patient involved.